Manufacturer narrative:
The insulin pump had intermittent buttons due to moisture damage at keypad traces. No display ramping on its own. No unexpected battery alerts were noted. The device had cracked case at the lcd window corners. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.